Event description:
Patient was using zevex infinity enteral pump to feed formula at continuous rate. Pump repeatedly alarmed with error 11 and error 40. Pump was replaced three times with same error code each time. Four zevex infinity pumps had the same problem. May be a MFR defect.